Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during transurethral lithotripsy (tul) for urinary stones in the urinary tract, the stone was crushed, transurethral trans-endoscopically and retrieved with a basket of an ncircle delta wire tipless stone extractor, it was found the basket would not open properly. The device was tested prior to use in the uncoiled position and functioned properly. At this time, the user did not conduct a test with the tip bent, the specific angle has not been able to confirm with the doctor, but since it was an approach to the inferior calyx of kidney, the angle of bend must have been 180 degrees. The device was inserted into the working channel of an endoscope (edap hugemed endoview hu30s single-use flexible ureteroscope) and attempts were made to open the basket with the endoscope tip bent, but it was difficult to open, so its use was discontinued. There was nothing with the patient¿s anatomy keeping the baskets from opening or closing. The procedure was completed using another same type device. A laser was not used while the basket was used. The white plastic handle was not in a straight position towards the patient´s body. The user did not perform any forced operation. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation as reported, during transurethral lithotripsy (tul) for urinary stones in the urinary tract, the stone was crushed, transurethral trans-endoscopically and retrieved with a basket of an ncircle delta wire tipless stone extractor, it was found the basket would not open properly. The device was tested prior to use in the uncoiled position and functioned properly. At this time, the user did not conduct a test with the tip bent, the specific angle has not been able to confirm with the doctor, but since it was an approach to the inferior calyx of kidney, the angle of bend must have been 180 degrees. The device was inserted into the working channel of an endoscope and attempts were made to open the basket with the endoscope tip bent, but it was difficult to open, so its use was discontinued. There was nothing with the patient¿s anatomy keeping the baskets from opening or closing. The procedure was completed using another same type of device. A laser was not used while the basket was used. The white plastic handle was not in a straight position towards the patient´s body. The user did not perform any forced operation. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU) for the device, quality control procedures as well as visual inspection of the returned device were conducted during the investigation. One device returned for investigation, with no original packaging. Label only from original packaging returned. Handle in open position. Handle does actuate basket formation but does not completely close. Handle disassembled, can manually fully close and open. Handle reassembled, still does not fully close assembly. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. A complaint history search identified no other event reported for a related failure mode it should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Evidence gathered upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.